Manufacturer narrative:
12/17/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was applied during an unspecified gynecological procedure. The instrument was difficult to open. The surgeon manually manipulated the device open and completed the procedure. No pt injury reported.